Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) followed up over-the-phone and instructed the customer to replace the sampling needle assembly. The fse then instructed the customer to run precision 10 times with a whole blood patient sample, which passed without any issues. The customer reported that the g8 instrument was operating as intended and all total areas were within specified ranges per the g8 variant analysis mode operator's manual. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were three (3) similar complaints identified during the searched period, which includes this event. The g8 variant analysis mode operator's manual under chapter 1, introduction and applications, states the following: 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Interpretation of results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. Chapter 5, maintenance procedures, under section 5.1 provides step-by-step instructions on sampling needle assembly replacement. The most probable cause of the reported event was due to an occluded sampling needle assembly.

Event description:
On (B)(6) 2018, a customer reported getting low total areas on whole blood patient samples with the g8 instrument. The customer reported that when offline dilution is performed the g8 instrument runs without any issues. The customer requested service in order to address the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.